Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown humeral stem lot #: unknown. Item #: unknown, unknown humeral tray lot #: unknown. Item #: unknown, unknown humeral bearing lot #: unknown. Item #: unknown, unknown glenoid baseplate lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02087, 0001825034-2021-02088, 0001825034-2021-02089, 0001825034-2021-02091.

Event description:
It was reported by pmi that a patient underwent an initial left shoulder arthroplasty on an unknown date. The patient is being considered for a pmi product on an unknown date for an unknown reason. Attempts have been made and no further information has been provided.